Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a button alarm when programming their pump. Customer stated there is nothing pressing up against the button to have triggered the button alarm. Reportedly, the button appeared to be stuck down. Customer's blood glucose level was not impacted.